Event description:
This case was reported via regulatory authority (B)(4) on 26-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major abdominal pain") and genital haemorrhage ("bleeding") in a female patient who received essure (batch no. 829058). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizzy spells"), nausea ("nausea"), pain ("pain at various sites"), thyroid disorder ("thyroid levels that go up and down"), premature menopause ("early menopause") and fatigue ("fatigue"). Steps for removal of essure are ongoing. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, dizziness, nausea, pain, thyroid disorder, premature menopause and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, genital haemorrhage, dizziness, nausea, pain, thyroid disorder, premature menopause and fatigue with essure. The reporter commented: deterioration of general health status. Diagnostic results: tests and visit with doctor (MRI, work-up): no results provided. Company causality comment this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had major abdominal pain and bleeding (interpreted as genital bleeding). Steps for removal of essure were ongoing. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot#: 829058 - production date: feb-2011 - expiration date: feb-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had major abdominal pain and bleeding (interpreted as genital bleeding). Steps for removal of essure were ongoing. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In this case, no information was provided regarding consumer´s medical history and concurrent conditions. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. The product technical analysis concluded a quality defect was not confirmed but considered plausible.